Manufacturer narrative:
Complaint conclusion: as reported, the balloon of a 6f/7f mynx control vascular closure device (vcd) ruptured during the procedure. Hemostasis was achieved by manual compression for 20 minutes. There were no reports of patient injury. The device was used after an interventional coronary procedure. A retrograde approach was used. The physician was mynx certified. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. A 6f non-cordis introducer was used. The vessel type was the femoral artery. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was presence of calcium in the vicinity of the puncture site. There was no vessel tortuosity. There was no prior percutaneous transluminal angioplasty (pta), stent, or vascular graft in the common femoral artery or vein. The balloon lost pressure after being pulled to the arteriotomy. The mynx control vcd was stored and prepped according to the instructions for use (IFU). A non-sterile ¿mynx control vcd 6f/7f (ce mark)¿ was returned for investigation. Per visual analysis, the unit was thoroughly inspected observing that both button 1 and button 2 were not depressed. Neither the syringe, nor the procedural sheath were returned for analysis. The stopcock was set in the open position. The sealant remained in its manufactured position, swollen by blood and exposed due to the kinked condition present of the cartridge assembly. The balloon was torn, presenting a burst condition. The atraumatic tip did not present any damages or anomalies. No other outstanding details were noticed. Per dimensional analysis, the catheter working length was measured to be verified, and the dimensional analysis result was found within specification. The slit length on the outer sleeve was not able to be verified due to the outward kinked condition on the cartridge assembly. Additionally, a simulated inflation/deflation balloon test was not able to be performed due to the condition of the balloon as received. Per microscopic analysis, the balloon was inspected with a vision system to obtain a magnified image, and the balloon burst was confirmed. It was also observed that the sealant sleeves presented a kinked condition. The sealant remained in its manufactured position, swollen with blood and exposed due to the kinked condition observed with the sealant sleeves. No other outstanding details were noticed. The reported event of ¿balloon-balloon loss of pressure¿ was confirmed through analysis of the returned device. Additionally, a condition was noted in the returned device of ¿mynx control system-deployment difficulty-premature¿ as an exposure of the sealant was observed due to the kinked/bent condition of the sealant sleeves noted and blood saturation. However, the exact cause of the burst condition found in the balloon and the condition of the exposed sealant could not be conclusively determined during analysis. Based on the information available for review and product analysis, it is difficult to determine what factors may have contributed to the issues noted. However, handling factors, access site vessel characteristics (there was presence of calcium in the vicinity of the puncture site), and/or concomitant device factors (which was not returned) most likely contributed to the reported balloon burst since excessive handling, a calcified vessel, and/or concomitant device factors (such as a damaged procedural sheath, stent, or vascular graft) can cause damage to the balloon. Additionally, these factors could also contribute to the kinked/bent condition of the sealant sleeves and the subsequent premature exposure of the sealant. It should be noted that the mynx control device is manufactured with a slit at the end of the catheter cartridge tubing. The outer sleeve is assembled with 2 side slit overlapping outer sleeves. The slits are designed to decrease unsheathing force and increase deployment reliability. The sealant is placed right under the outer sleeve assembly and is protected from exposing prematurely. Refer to the diagram of the mynx control vcd within the IFU displaying the sealant sleeve with slit. If the outer sleeve is damaged/kinked during prepping phase and/or insertion into the sheath, that could cause the sealant to be exposed/swollen prematurely. However, as this condition was not reported by the customer, it is unknown if this received condition occurred due to manipulations after the procedure. Although not intended as a mitigation of risk, the information for safety within the IFU is provided in the product¿s labeling with the intent to make the user aware of the risks. The IFU states, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ additionally, the IFU states, ¿confirm via femoral arteriogram: common femoral artery single wall puncture. Evidence of adequate flow. No evidence of significant pvd in the vicinity of the puncture.¿ also, the IFU instructs the user to discard the device if the balloon does not maintain pressure. Neither the product analysis, nor the information available for review suggest that the failures noted could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, the balloon of a 6/7f mynx control vascular closure device (vcd) ruptured during the procedure. Hemostasis was achieved by manual compression for 20 minutes. There were no reports of patient injury. The device was used after an interventional coronary procedure. A retrograde approach was used. The physician was mynx certified. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. A 6f non-cordis introducer was used. The vessel type was the femoral artery. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was presence of calcium in the vicinity of the puncture site. There was no vessel tortuosity. There was no prior pta, stent, or vascular graft in the common femoral artery or vein. The balloon lost pressure after being pulled to the arteriotomy. The mynx control vcd was stored and prepped according to the instructions for use (IFU) instructions. The device will be returned for evaluation.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
After further review, section d.4 primary unique device identification (UDI) number has been corrected accordingly.